Event description:
Pump experienced a cartridge change error, and there was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to remove the cartridge, inspect and clean specific areas, and then reattach the cartridge to ensure it was fully snapped into place. Customer successfully followed the instructions and was able to complete the loading process, thus resuming insulin delivery.